Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis and was hospitalized on the same day as onset. The cause of peritonitis was unknown. On the same day as onset, the patient was treated with vancomycin (1 gm, every fifth day, intraperitoneally) and ceftazidime (1 gm per exchange, intraperitoneally). The outcome of the event was unknown. Dianeal therapies were ongoing. Additional information is not available.